Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Intermittent button response due to corroded keypad traces. There was no button error alarms noted. The pump passed compromised force sensor, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 237 mg/dl. The customer states the button error alarm occurred after delivering a bolus. The customer states pump was not exposed to moisture, but is unsure if the buttons were held down. The customers did not treated for the high blood glucose, but are not experiencing any symptoms. The customer did not contact their health care provider. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.